Event description:
It was reported that during the vsp program, the screen completely froze when mapping the femur. The cart was unplugged, all cables disconnected and system was turned off and on but the screen light stayed orange and the computer light was blinking green. The light is not staying green. The case was aborted and the procedure was cancelled before bone cuts were made in the patient. The investigation found the problem to be related to the ram (memory) stick not being fully seated, this can occur if cart is bumped during surgery.

Manufacturer narrative:
H10: the device was used in treatment and it was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned computer was connected to a system and the error was confirmed. The green light would turn on about every 15 seconds as the computer itself would try to turn on, fail, and then restart. The computer was opened up and the graphics card and power supply were unplugged and plugged back in. The computer was restarted and it turned on without issue. Therefore, it is likely the cart was bumped during surgery, knocking out the ram stick, causing the system to freeze. The malfunction is most probably due to supplier/raw material fault. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during use and the navio was aborted and the case was cancelled. Based on the information provided there was no patient injury/impact; therefore, no further medical assessment is warranted at this time.